Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not yet been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per FDA medwatch received: (B)(4). Event desc: "excisor for cone biopsy broke while being in use. Had to use 3 excisors to get biopsy done. Saved two excisors with packages that didn't work ." (B)(4).

Manufacturer narrative:
Ref e-complaint (B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR, inspect returned samples, inspect stock product. Analysis and findings: the reported result in the event could not be confirmed as the actual sample was not returned for investigative analysis. However, if in the future the sample made available, the investigation may be reopened and addressed as needed. Review of the two year tracked complaint history did not have any definitive trend. Previous engineering testing in trying to duplicate reported events were not successful in producing the failures as reported when recommended power settings were used. It is possible that a faulty generator or improper power output that was contra to the power setting could have been the cause for the failure. Proper output monitoring or output verification is recommended in the product device dfu (note on page 5). Review of the lot DHR did not reveal any abnormality. Corrective actions correction and/or corrective action corrective action is not applicable as the affected fischer cone sample was not available for proper investigative analysis. It is possible that the most immediate or likely root cause may be attributed power output being too high for use. It is recommended that the power output be monitored or verified as indicated in the product dfu. Corrective action level 3 . X-none. Reason: per bsr-qar-026 this complaint will be monitored for trending in that no injury was reported to end user, or patient. As the complaint confirmed? No. Review and closure CAPA required? Recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? Other regulatory action needed preventative action activity reviewed. Trend and monitor to cip.

Event description:
Per FDA medwatch received: (B)(4). Event desc: "excisor for cone biopsy broke while being in use. Had to use 3 excisors to get biopsy done. Saved two excisors with packages that didn't work ." Ref e-complaint (B)(4).